Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported bubbles were observed in the set during feeding.

Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated, and a root cause could not be determined. We will continue to monitor related reports to determine if additional action is necessary.